Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. The customer's blood glucose was 146 mg/dl. The customer declined to provide additional information regarding the issue. Reportedly, the customer reverted to an alternate pump for insulin therapy.